Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having a fight with charging their implantable neurostimulator (ins) and the controller kept on coming with 3 to 4 different messages like 'cannot recharge device controller battery is too low', battery low replace controller batteries soon, system problem rm06 and settings not available cannot provide desired intensity settings. Pt said the issue started 'about a year'. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the ins charging session. Pt said the settings not available message came up and followed by battery low replace controller batteries soon then after pt pressed the ok button, the controller screen went to home screen where they can see the battery levels on the top section of the screen but the lower part of the screen was black and they can't see the group and programs. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the controller and recharger telemetry module (rtm).